Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High ventricular impedance/resistance, there were 4,053 high impedance paces recorded post lead warning on (B)(6) 2011.

Event description:
It reported that the right ventricular (rv) lead had an apparent rv lead fracture due to intermittent loss of capture in a pacer dependent patient who became hemodynamically unstable. It was also reported that the chronic rv lead has had high impedance and there was noise on the electrogram (egm) with no manipulation. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.